Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The compact air drive device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the reverse locking mechanism was blocked. Therefore, the reported condition was confirmed. It was also noted that the device failed pre-repair diagnostic tests for attachment coupling with attachments, reverse locking mechanism function, function of the triggers for forward / reverse mode, and the power with test bench. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that before use on the patient it was observed that the trigger of the compact air drive device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.